Event description:
It was reported during validation of bd vacutainer® urinalysis urine tube, caps are creeping off in an unspecified number of tubes after tubes are opened and recapped. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-feb-2025. Investigation summary: bd received 15 samples for investigation. The returned samples and 10 retention samples were visually inspected with no defects observed. Additionally, 10 returned and 10 retained samples were functionally tested and all tubes tested within specification limits with no issues observed with stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout/loose stoppers. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during validation of bd vacutainer® urinalysis urine tube, caps are creeping off in an unspecified number of tubes after tubes are opened and recapped. There was no health impact or consequences reported.